Event description:
It was reported to manufacturer, by facility, care per reporter with the facility, he stated the c.n.a was raising the bed from its low position, when the headboard fell off. "The headboard just fell off when the back section was going up and hit the resident. The resident was taken to the ER, she was cut and she needed sutures to her head". Per facility, they could not re-in-tact this situation. It is believed that the facility either did not have the bed panels secure in their holder, or that something was under the bed causing an obstruction, or that perhaps the mattress was too far forward, and the mattress stop was not engaged. All scenarios are spoken to in the user manual.